Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Healthcare professional reported a left side deflation, and "any creases", "fold fracture". Device was explanted.

Event description:
Healthcare professional additionally reported "any creases" and "fold fracture". Device was explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified an opening, crease fold, and wear abrasion. Leak test was performed and found an opening on anterior side. A microscopic analysis was performed which identified a crease smooth opening on anterior side. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is a crease smooth opening on anterior assessed a fold flaw opening.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation is deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side deflation. Device remains implanted.